Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was to be implanted in the common bile duct to treat a choledocholithiasis during a tube stent placement procedure performed on (B)(6) 2025. During the procedure, the stent was dislodged due to loosening of the inner component of the delivery system. The physician noted that the inner catheter could not be properly secured. The dislodged stent was successfully retrieved using a snare. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of the snare used to retrieve the dislodged stent.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of the snare used to retrieve the dislodged stent. Block h11: a flexima biliary stent with its delivery system was received for analysis. Visual examination found the stent detached from the suture with also some residues in between the guide catheter and push catheter. However, no damage or issues were observed in the guide catheter. Additionally, under microscope inspection the push catheter suture hole was observed torn. Product analysis did not confirm the reported event of catheter guide break as no damage or issues were found with the guide catheter. The investigation concluded that the additional observed damages on the delivery system were most likely caused by procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). The reported event of stent premature deployment could not be confirmed as this event happened during procedure, and it is not possible to be replicated in the laboratory of analysis. Based on the available information, the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was to be implanted in the common bile duct to treat a choledocholithiasis during a tube stent placement procedure performed on (B)(6) 2025. During the procedure, the stent was dislodged due to loosening of the inner component of the delivery system. The physician noted that the inner catheter could not be properly secured. The dislodged stent was successfully retrieved using a snare. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event.